Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the bottom seam gave way when removing the gallbladder. This caused leakage of bile and gallbladder. No specific injury at this time. Staff opened another stapler and endocatch. Currently patient returned home and is doing well. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).